Manufacturer narrative:
Correction made to the initial reporter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A hardware analysis of the field generator was initiated to determine the probable cause of the issue. Analysis found all ports were tracking normal, on both lemo connections. The unit was connected to a standalone test system for over twenty four hours and no issues were observed. Tracking remained constant throughout the duration of testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4). Foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the generator was replaced. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the system suddenly crashed. A black screen was displayed. After the second or third reboot the registration was not possible. The health care professional (hcp) tried to use em navigation but they were not able to register the patient because the patient tracker and the pointer instrument were not visible it had a red status. The hcp decided to perform the surgery without navigation. The hcp stated that for this procedure navigation was not mandatory. There was less than an hour delay in the procedure. No impact on patient outcome. Additional information was received and the site stated that sudden reboots and/or software crashes were reported. Troubleshooting involved after startup of the system and every emitter component was connected they observed red status. After they disconnected the cables and replaced the generator and reconnected the cables everything worked fine and they have seen green communication status. They assume that the root cause was a loose and/or in accurate plugged connector of the emitter.